Event description:
It was reported that the wire connecting the cautery to the tip of the maryland bipolar forceps instrument had broken. The site experienced a loss of heat on the cautery. No additionally information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire broken at the yaw pulley exit. The insulation had not been cut, however, the yaw pulley is missing a piece opposite the conductor break which may have allowed extra tension on the wire, thereby causing it to break. Engineering also observed various deep scratches concentrated in a small area on the distal end of the main tube with small amounts of material removed. It was determined that the damage to the tube is likely caused by another instrument. No other damage found.